Event description:
Health professional reported: "the port rubs against the costal margin and causes pain with certain positions ... There is acute angulation of the port as it enters at the costal margin," and "there is a partial thickness defect in the lap band tubing near the port related to this acute angulation" per the physician. The device was explanted and shipped to allergan - receipt at allergan medical is pending at this time. The serial number is not available since the hospital does not have records on the device serial number. Further information from the health professional notes that "the port rest[s] up against the lowest rib" confirmed by a CT scan. The implant surgeon remains unknown at this time.

Manufacturer narrative:
The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. No additional information has been reported to allergan regarding the serial number of the device. Device labeling addresses the reported event of pain as follows: "other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: ... Abdominal pain, chest pain, incision pain, and ... Port site pain." Device labeling addresses tubing placement as follows: "failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage. In order to avoid incorrect placement, the port should be placed lateral to the trocar opening. A pocket must be created for the port so that it is placed far enough from the trocar path to avoid abrupt kinking of the tubing. The tubing path should point in the direction of the access port connector so that the tubing will form a straight line with a gentle arching transition into the abdomen." Device labeling addresses the reported event of displacement as follows: "care must be taken to place the access port in a stable position away from areas that may be affected by significant weight loss, physical activity, or subsequence surgery. Migration of the band and/or tipping of the access port can occur, resulting in reduced weight loss, weight gain or other complications, and possible reoperation to remove or reposition the device."